Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they went twice in the hospital due to the insulin pump battery going dead while sleeping and wake up with high blood glucose. Date of hospital visit was unknown. Customer's blood glucose value was 489 mg/dl at the time of the incident. Customer¿s current blood glucose level was 311 mg/dl. The customer declined troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer reported loss of communication between transmitter and the insulin pump. Customer stated that battery was removed from the insulin pump for an extended period of time or the insulin pump battery depleted causing it to shut down. Customer stated that issue was resolved. No further patient complications were reported. The device will not be returned for analysis.

Event description:
The customer reported that they went to the hospital twice. User was not able to recall incident dates. Blood glucose at time of incident was 489 mg/dl however did not indicate for which hospital visit. User stated that the battery died while they were sleeping and woke up with high blood glucose. User also stated they did not hear alarms go off for the battery. Customer declined further troubleshooting for the high blood glucose event. Blood glucose at time of the call was 311 mg/dl. At time of the call user reported loss of communication, user was assisted with wireless connection process and was also assisted with connecting meter to pump. Customer had been using insulin pump system within 48 hours. It was unknown that auto mode feature was active or not at the time of event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.